Event description:
The physician noticed the blood pressure was damping whenever the dura star balloon is inflated. This is due to the herniated segment occluding the guide catheter. (The target lesion was 100% occluded when starting the case). Physician took the balloon from the guiding catheter and checked. He found that there is herniation (outpouching) at the connecting part between the balloon material and the shaft material when the balloon is inflated. The balloon was inflated to 26 atm. The target lesion was located in the left circumflex. The lesion was calcified but not tortuous. No kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally and was able to maintain negative pressure. Omipax contrast media was used for the procedure. A medtronic indeflator was used for the procedure. The indeflator was successfully used with other devices. A vista brite tip 6f xb3.5 catheter was used for the procedure. There was no resistance/friction while inserting the device through the guide catheter.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Information received from an affiliate indicated that a herniation was noted on a 2.5 mm x 10 mm durastar balloon. The physician noticed the blood pressure was damping whenever the dura star balloon is inflated (common procedural occurrence). This is due to the herniated segment occluding the guide catheter. (The target lesion was 100% occluded when starting the case). The physician took the balloon from the guiding catheter and checked. He found that there is herniation (outpouching) at the connecting part between the balloon material and the shaft material when the balloon is inflated. The balloon was inflated to 26 atm. The target lesion was located in the left circumflex. The lesion was calcified but not tortuous. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally and was able to maintain negative pressure. Omipax contrast media was used for the procedure. A medtronic indeflator was used for the procedure. The indeflator was successfully used with other devices. A vista brite tip 6f xb3.5 catheter was used for the procedure. There was no resistance/friction while inserting the device through the guide catheter. There was no report of patient injury and the device was returned for evaluation. Fal: one non sterile sakura dura star 2.50 x 10 mm was received coiled in plastic bag. Residues of inflation medium were observed in the inflation lumen. The distal outer body was burst below the transition seal. The rbp for the balloon is "20 atm and 26 atm was applied; however the specification for the outer body is 28 atm". The outer body burst below the specification. Sem results showed the sample exhibited no evidence of internal or external surface material damage; however the material on the failure area appears to be elongated. This shaft exhibited no other surface anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of outer body burst ("herniation") was confirmed through failure analysis. Dampening of the arterial pressure wave is a known procedural occurrence when inflating a balloon for pre-dilation or deploying a stent, as the artery is being manually occluded, thus resulting in a reduction of blood flow which is manifested in a dampening of the arterial pressure. Once the device is deflated the blood pressure returns to normal. The exact cause for the outer body burst could not be conclusively determined; however a dpra was opened to address the outer body damage below the transition seal for the durastar balloon.